Event description:
Introducer placed with ease, 1.9 fr catheter threaded to about 6 cm, catheter began to bounce, catheter pulled back 1 cm, gently aspirated, blood started to come back then air (approx 2-4 ml). X 2.